Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that were in constant pain all the time no matter how much they adjusted stimulation or turn therapy off. It was reported that when the patient lays down, their legs were throbbing, buzzing, and pulsating from their butt down to the legs and feet on all 3 settings. It was reported that the trial went fine. The patient reports therapy was fine for the first week and now the second week seems like it was "out of this world." It was reported that the patients legs were shaky because they had stimulation so high and the twitching was crazy. No falls or trauma was reported. The patient turned therapy off and was reported that it didn't make a difference. Relevant medical history includes non-malignant pain and failed back surgery syndrome. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information I s received, a follow up report will be sent.

Event description:
The consumer reported that they were in severe pain. It was reported that the device was not working.

Event description:
The patient reported that they are in so much pain they can¿t stand up. They noted that no matter how much they try and adjust the stimulation, the pain won¿t go away. The patient mentioned that they even turned the stimulation off, and they still have pain from their butt all the way through the back of their legs to their feet. They noted that this has been happening for the past four or five days, prior to the report. They said that prior to being implanted they had nerve damage due to back surgery, and had nerves taken out of their pelvis and put in their legs. They stated that the stimulation is supposed to cover that pain. The patient indicated that the implant was not like their trial. They stated that the trial went fine but implant was not, and was ¿out of this world.¿ they stated that their legs are so shaky and twitching because they have the stimulation up, so high and it¿s buzzing. The patient was to follow up with their healthcare provider.